Event description:
It was reported that the pt underwent a minimally invasive tlif with posterolateral infusion using infuse bone graft/verte-stack capstone peek vertebral body spacer. At an unk period post-op, the pt reportedly began experiencing increased lower extremity pain. MRI revealed apparent acute inflammation of the disc and fluid accumulation around the implant, as well as dorsal to the implant, extending into the foramen. The fluid accumulation was aspirated, and the fluid determined to be sterile. Pt condition is unk.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.